Manufacturer narrative:
A ge rep evaluated the sys and repaired the interconnect cable connector and a power supply connector. Sys operates as intended.

Event description:
The customer reported the sys displayed a white screen upon boot up. No pt injury was reported.